Event description:
The customer reported that on the change of the drug falcon, the white spike of the infusion set disconnected from the drip chamber. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.